Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage and with one reload present. The reload was received damaged as the rear cap was detached as the weld was sufficient. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. The device was tested for functionality with a test reload xr30v, l53l8x, and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Please reference the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a liver resection procedure, the device did not fire at all, no further information is available. There were no patient consequences reported.